Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. After deployment of the trunk - ipsilateral leg component, the physician could not obtain cannulation of the contralateral gate. There appeared to be a flow irregularity due to patient anatomy at the level of the contralateral gate, however, tortuosity or neck diameter did not appear to be a contributing factor. The physician then performed an aorto-uni-iliac procedure utilizing a second trunk-ipsilateral leg component. The left common iliac artery was occluded with coil embolization and a femoral to femoral bypass along with an extra ligation of the left external iliac was performed. The aneurysm was successfully excluded. The patient tolerated the procedure and is reported to be in good condition.